Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, matching the clinical observation, and 13 charge processes had been documented. The charge drawn from the battery was analyzed and turned out not to be as expected, which is why the current uptake of the device was checked. No anomalies were found. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD as then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly and confirmed a battery discharge that did not meet expectations. The battery was returned to the manufacturer for a destructive analysis. First the production documents of the battery were checked, which showed no anomalies. After that, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery was still sufficiently charged. But a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, a damaged insulation was detected. This damage enabled an increased battery-internal self-discharge, which, in turn, led to the clinical complaint. In summary, the analysis found that the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical to patient safety were available without restrictions during the implantation time.

Event description:
It was reported that approx. 38 months after implantation, a low battery status was noticed via homemonitoring. The patient was called in and the device was replaced.